Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient was unable to prime the pump, and had a blood glucose (bg) of 491 mg/dl with nausea, vomiting , abdominal pain, extreme thirst and drowsiness. Customer support attributed the bg excursion to training/misuse. Patient remained on the pump. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hyperglycemia related to a training/misuse issue.